Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer ¿might be giving themselves to much insulin¿. The customer's blood glucose (bg) level subsequently decreased to 49-69 mg/dl. Customer consumed glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.